Event description:
The customer reported to olympus that the while cleaning the evis lucera elite bronchovideoscope in a cupboard, when the scope was checked, it had a b30 scope communication error when powered on. The issue occurred during routine maintenance. There was no patient or procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional evaluation findings were as follows: the distal end adhesive was worn, and the up angle was not to specification. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.